Manufacturer narrative:
Investigation summary: it was reported there were brown dots noted to be inside syringe barrel. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a 50ml syringe and the packaging blister on the side. The syringe barrel has embedded degraded resin at the bottom part of the syringe barrel. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided for material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate this defect, the frequency of inspections were increased. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd luer-lok¿ syringe sterile had foreign matter. The following information was provided by the initial reporter: "brown dots noted to be inside syringe barrel".